Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that the system was explanted due to infection.